Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported right side capsular contracture baker grade ii, deterioration of the integrity of the implant, reactive lymphadenopathy of the axillary lymph node and rupture diagnosed via ultrasound. The device has been explanted.